Manufacturer narrative:
Device evaluation: opening, brown particles on the surface of the shell, wear abrasion, crease fold, underweight. A microscopic analysis was performed which identify, sharp edge opening assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as unidentified (tear) opening.

Event description:
Explant physician reports, rupture. This relates to the right device. Device has been explanted.

Manufacturer narrative:
Phone number: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Explant physician reports rupture. This relates to the right device. Device has been explanted.